Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately ten years and four months of post deployment, computed tomography of abdomen and pelvis was performed for abdominal pain and result showed that an inferior vena cava filter was noted below the renal veins. Filter was tilted anteriorly with its cone lay on the anterior inferior vena cava wall. All of the legs of the filter have penetrated the wall of the inferior vena cava. One leg was penetrated the duodenum. One leg penetrated the aorta. One leg penetrated the periosteum of a vertebra. The other legs penetrated into the pericaval or mesenteric fat. Around eight months later, the patient admitted for filter removal. Vein was then accessed under direct duplex guidance with a 4-french micropuncture catheter. The right common femoral vein was widely patent, the right external and common iliac veins were widely patent, and the inferior vena cava was widely patent. There was an inferior vena cava filter within the mid portion of the inferior vena cava. There was no extravasation or narrowing. There was no thrombus present. The filter appeared to be an old opt ease type filter and there was no removal present on the filter. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc), filter tilt and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to filter tilt and perforation of inferior vena cava (ivc). This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that the filter tilted and filter struts perforated into the aorta and unsuccessful retrieval. The current status of the patient is unknown.